Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the pump. The insulin pump was received with cracked battery tube threads, belt clip slot, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm during a set change. Customer also reported the buttons on the insulin pump became unresponsive during the fill cannula process. The customer's blood glucose was 140 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.